Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was burr on the tip of a cartridge, model pscst30. The surgeon did not use it fearing that that it may cause a tear in the incision. The surgeon indicated that it looks like there was something wrong during the cartridge molding process. No additional information was provided.

Manufacturer narrative:
Device evaluation: the cartridge was not returned to the manufacturing site for investigation. Product testing could not be performed as the cartridge was discarded at the surgical facility. Photos provided and were reviewed. Only the cartridge tip was shown in the photos and cartridge tip deformed and flash was observed. Therefore, the reported codes of flash and tip deformed were confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. There were no non-conformances, discrepancies or deviations for similar issues found during the manufacturing record review. The product was manufactured and released according to specification. During the manufacturing process no cracking or stress marks are allowed. No bubbles in the tube, in the hinge area or loading zone are allowed. Cartridges tips are also checked for any melting, roughness, dent, bent tip or smash condition. A search revealed that no other complaints have been received from this lot number. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the cartridges. Based on the investigation, a product deficiency was not identified. Based on the photo's the customer's reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.